Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pyloric stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. Investigation results: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. As the device showed no evidence of the alleged issue, a definitive root cause for the reported event could not be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pyloric stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.